Event description:
On october 29th, dario was reported of high blood glucose (bg) readings. The user reported that prior to contacting dario, she was feeling hypoglycemic, so she tested her bg level and received a reading of 193 mg/dl from her dario meter. Due to this elevated reading, the user medicated. The user reported that her bg level was actually below 120 mg/dl, and that after administering the medication, she fainted and was found to have a bg reading of 52 mg/dl. Dario's representative offered to investigate this issue, however the user reported that she could not speak with him at that time. The user informed dario's representative that since the incident, her bg readings have returned to normal levels for her. Dario's representative made multiple attempts to follow up with the user at a later date, however the user refused to troubleshoot with dario's representatives. There is not enough information available to further investigate this case. Therefore, no resolution is available.